Event description:
It was reported that an integrity stent was implanted in a patient approximately 4 weeks post it's use by date. No issues noted when device was removed from the hoop/tray. No patient injury reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.